Manufacturer narrative:
It was originally reported 12 devices with this catalog number experienced the reported issue. However, it was later determined that 13 devices experienced the issue. The remaining device was evaluated and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned to use.

Event description:
This report summarizes 13 malfunction event(s), where it was reported there were exposed wires or damaged power prongs. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 5 devices had stripped/sheared/peeling/delaminating components, 3 devices had electric shorts, 1 device had missing components, 2 devices had broken/damaged components, and 1 device had a bent component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction event(s), where it was reported there were exposed wires or damaged power prongs. There was no patient involvement.